Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the stent delivery system was returned for evaluation. Crimp impressions were evident along the balloon. The distal tip was damaged

Event description:
The physician was attempting to implant an integrity bare metal stent in the lad which was reported to be a 99% ostial lesion and 70% mid lad. No abnormality was noted during device preparation prior to use. The lesion was predilated several times with semi-compliant balloon and cutting. The physician tried advancing the stent delivery system multiple times with no success. Physician then tried using a guideliner to advance the stent with no success. A rotablator was used to de-bulk the lesion; however the stent would still not pass. The physician made further attempts to advance the stent using a buddy wire which resulted in the integrity stent dislodging .it was confirmed that force was used during the attempted delivery. Several attempts were tried with a snare device with no success. Finally, the physician use one 1.5 balloon and was able to expand the stent in the proximal area of the lad. Stent was fully expanded after several different balloons inflations in this area. Second stent was deployed at the optimum of the lad.

Manufacturer narrative:
Evaluation results: failure to follow instructions-force used, most likely further contributed to the stent dislodgement. Inherent risk of procedure-stent dislodgement. Lesion morphology-99% stenosis. No results available since no evaluation performed - device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-stent dislodgement. Lesion morphology-99% stenosis. Unable to confirm complaint - device or procedural images not provided for review. Failure to follow instructions-force used, most likely further contributed to the stent dislodgement. (B)(4).